Manufacturer narrative:
Inspected 3 opened/used sensor and found 2 of 3 sensors with cannula broken with missing broken parts see attached files for details. Unable to confirm customer received sensor damage due to customer returned opened/used. One (1) remaining sensor found whole.

Event description:
The customer reported via phone call that the sensor had sensor loss signal and change sensor. The customer¿s blood glucose was 58 to 220 mg/dl at the time of the incident. The sensor will be returned for analysis.